Manufacturer narrative:
No gtin number available. Upon completion of the investigation, a follow up report will be filed.

Event description:
Disengagement failure. During the surgery, the perforator in question could not stop and reached the dura matter. The sleeve part of the device was broken and the spring inside the drill came off. Since no broken piece of the device remaining in the patient¿s body was detected by visual check, the surgeon continued with the procedure and completed the operation. Due to the incident, the patient had dura and vein injuries as well as suspected cerebral contusion.

Manufacturer narrative:
The customer's complaint, "disengagement failure. During the surgery, the perforator in question could not stop and reached the dura matter" was not verified. The device history records show all tests and inspections (including a functional test), met assembly process specifications requirements. The customers complaint "the sleeve part of the device was broken" is not valid. It appears that during skull perforation, the perforator got stuck in the drilled hole, and there was some difficulty encountered in removing it; as evidenced by the damage described in the report. The molded sleeve was checked for cracks that could have formed around the periphery of the sleeve during the manufacturing welding process; none were observed. The presence of surface deformation (intentionally created by the welding operation) on the sleeve¿s i.d. Surface was confirmed. The perforator in question could not stop and reached the dura matter" was not verified. And the customers complaint "the sleeve part of the device was broken" is not valid. It appears that during skull perforation, the perforator got stuck in the drilled hole, and there was some difficulty encountered in removing it; as evidenced by the damage described in the report. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.